Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n483098, implanted: (B)(6) 2015, product type accessory; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported shocking on a daily basis. The shocking was felt in his legs at night and it would make him cry. He had met with a manufacturer representative (rep) who tried to turn it down but he wasn¿t successful. He could not recall the name of the rep or when he had met with the rep. It was also noted that the patient had met with a rep in (B)(6) 2015. He turned down stimulation at night when laying down and the shocking had stopped. At the time of the call, the patient wanted to turn down stimulation when he was standing as it was a bit too strong. Stimulation was adjusted from 4.2 volts to 3.9 volts. The symptoms were noted to be sudden at the legs. Additional information received from the rep reported that they did not know of the issue and no meeting with the patient was showing on the rep¿s calendar. Additional information received from another rep reported that they had not been in the patient¿s territory during the time of this event. No further information was known. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the shocking and if the issue was resolved. This event will be updated if additional information is received.